Event description:
It was reported that the ilet bionic pancreas displayed a restart message and the user subsequently experienced persistent hyperglycemia, including readings reported as ¿high,¿ despite multiple infusion set and full supply changes; an occlusion alarm occurred, and the user also performed a manual subcutaneous insulin injection with guidance to disconnect from the pump afterward. Symptoms included hyperglycemia. Outcomes included no reported hospitalization. Investigation included internal case review, user troubleshooting with repeated site and supply changes, and initiation of device replacement with associated infusion sets, and return of device for evaluation. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.